Event description:
It was reported that the customer went to her doctor's office and she looked pale. Her doctor tested her blood glucose and found that her glucose level was over 500mg/dl. Also, the customer had keytones. The customer was transported by wheelchair to the hosp and treated for several hrs. Troubleshooting was performed. The fixed prime and high-pressure tests passed. Advised customer to change her infusion set when she gets home and monitor her glucose levels. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.